Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for in-clinic follow up with the pacemaker in backup vvi. The device was successfully restored after a firmware download was performed. The patient was stable.